Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call moisture damage, constant tone anomaly and cosmetic damage on the insulin pump. Customer's blood glucose level was 120 mg/dl. Troubleshooting was performed. Customer's parent advised the patient went into the swimming pool while wearing the insulin pump, the insulin pump was cracked and the constant tone occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. No audio/beep anomaly noted. Unable to perform operating current test, unexpected restart error test, self test and displacement test due to blank display. Device had cracked case at display window corner.